Event description:
Account alleges the pump is not delivering the proper dose. No known patient involvement.

Manufacturer narrative:
Standard functional tests were performed and all results were within specifications. Calibration values for the air-in-line sensor were within specification. The complaint could not be confirmed.